Manufacturer narrative:
Per report, "the nebulizers are not misting. Used an alternate unit to dispense medicine." There were no reports of death, serious injury, medical intervention, or follow up care. Based on the information reviewed, the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could be likely to cause or contribute to a death or serious injury. An MDR submission was required and has been completed and documented.

Event description:
Per report, "the nebulizers are not misting".